Event description:
It was reported that a patient presented remotely with loss of capture and high capture thresholds noted on the patient's right ventricular lead. X-ray imaging confirmed lead dislodgement. The lead was explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and r-wave amp variation. As received, a complete lead was returned in one piece with helix found bent/damaged and clogged with blood. Unable to perform the helix mechanism/ extension length test due to the condition of the helix, as received. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.